Event description:
Litigation papers allege the pt was revised to address metallosis left hip arthroplasty; large posterior left hip pseudotumor. It is further alleged that post revision surgery, the pt developed a large seroma involving her left hip and underwent an irrigation and debridement for her infected left hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.